Manufacturer narrative:
Quality control (qc) was run prior to and after the event and was within laboratory established ranges. Sample collection and method of analysis was not provided by the customer. A bec field service engineer (fse) was already at the customer site evaluating a separate issue when the tp issue was noted. The fse attributes the failure mode for this event to be related to bent pipes that were previously identified. Continued investigation by beckman coulter discovered that the level sense issues were centered on reagents which were provided in the 180 ml size kits (tp is one of the 180 ml reagent kits). The reagent kits require the use of pipe/straw which must be inserted in the bottle prior to use. The pipes must sit straight in the bottle and must not contact the bottom of the reagent bottle. Visual inspection revealed that some of the pipes had a slight curve. With a curved pipe, the au5400 reagent probe is likely to contact the side of the pipe and falsely indicate the level of that reagent. The fse replaced the reagent probe holders as an incidental repair. Conclusion: failure mode: reagent kit component failure: 180 ml reagent kit pipes / straws.

Event description:
A customer contacted beckman coulter (bec) reporting that the olympus au5431-02 (au5430 series) clinical chemistry analyzer (210v) generated fourteen (14) erroneously low total protein (tp) patient results. The erroneous results yielded both believable and unbelievable values. The samples were repeated and yielded higher results. No erroneous results were reported out of the laboratory. The results provided by the customer are shown in the attachment section of this report. Patient demographics (age, date of birth, gender, weight) were not provided by the customer. There is no report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.